Event description:
The customer reported that the system had communication errors and would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board, display adaptor, video controller board, and the hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.